Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that lead fracture issue was observed on the s1 lead. Patient lost effective therapy as a result. Patient denies any traumas or falls. Lead was explanted. Stimulation was restored post procedure. There were no complications during the procedure. Patient was stable.